Manufacturer narrative:
(B)(4). Unable to verify software due to constant battery failed alarm. Insulin pump received with a constant battery failed alarm due to broken off r31, r32, r33 and r34 on the electrical board. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with cracked end cap and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was falling apart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.